Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was undersensing and sensitivity measurements decreased. No intervention was performed. The patient had no adverse consequences.